Event description:
Reportedly, the instrument was fired correctly; however, no staples were placed. As the tissue was resected it was seen that the instrument did not place any clips. Therefore, the anastomosis had to be sewn via hand. The blood loss which occurred had no relevance for the patient's circulation. The operation had to be extended for about 1 hour due to the hand suture.